Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered when the patient contact called technical support and reported that on (B)(6) 2018 the patient had difficulty breathing, and went to the emergency room, where 6.1l was drained from the patient. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any additional symptoms, adverse events, injuries, or require further medical intervention as a result of the reported event. The pdrn confirmed the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. After replacing the battery ram on the functional board, a subsequent simulated treatment was completed without any failures or problems occurring. The resulting treatment data sheet reflects the programmed treatment settings. The cycler weighed fill volume values were within tolerance. No further battery ram error alarm occurred during testing. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. On power-up of the cycler an ¿s_003 battery ram error alarm¿ occurred. The functional board was removed and the batt ram dc voltage was found to be in specifications. The load cell verification was within tolerance. The voltage check passed. After replacing the batt ram on the functional board, a subsequent simulated treatment was completed without any failures or problems occurring. The resulting treatment data sheet reflects the programmed treatment settings. The cycler weighed fill volume values were within tolerance. No further battery ram error alarm occurred during testing. The system air leak test passed. The valve actuation test passed. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of difficulty breathing and overfill; which warranted evaluation in the ER. The etiology of the overfill event is unknown, therefore causality cannot be determined. However, the instance of difficulty breathing can reasonably be attributed to the overfill event. Evaluation of treatment data from (B)(6) 2018 did not reveal any instance of overfill; therefore the allegation of iipv cannot be substantiated. Additionally, the liberty select cycler was returned to the manufacturer for product investigation and was found to be within established parameters. Nonetheless, based on the available information and a known risk for an overfill event with the use of the liberty select cycler, a possible contributory relationship between the patient¿s adverse event(s) and the liberty select cycler cannot be excluded.